Event description:
It was reported that the pump touch screen was unresponsive. Customer blood glucose level was 445 mg/dl. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.